Event description:
It was reported that the trial broke when the doctor was impacting the trial in.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a fractured triathlon standard insert trail was reported. The event was confirmed. Visual inspection of the returned device confirmed the reported fracture. Not performed as clinical factors did not contribute to the event. All devices accepted into final stock conformed to specification.. There have been no other events for the lot referenced. The investigation concluded the reported event is the result of a design issue. To address this issue, a design change occurred in 2010 to obsolete this product and create a new replacement product

Event description:
It was reported that the trial broke when the doctor was impacting the trial in.